Manufacturer narrative:
Clarification to b5 description of event, h10 related report numbers: this record is capturing the event of seroma that was reported to have occurred in "mid-2022" and was treated on an unknown date later that year. Additional events that the patient experienced with the device in this record, starting in 2024 up to device explant, have been reported in related mrn 9617229-2025-01625. Additional, changed, and/or corrected data: a2, b3, b5, b7, h6, h11.

Event description:
Healthcare professional reported left side "seroma around the left implant", "complaints of increased volume and warmth in the left breast", "hardness", "pain", and "moderate lymphomononuclear infiltrate". Device remained implanted. The patient was treated with anti-inflammatory drugs to control the inflammatory process.

Event description:
Healthcare professional reported left side "seroma around the left implant", "complaints of increased volume and warmth in the left breast", "hardness", "pain", and "moderate lymphomononuclear infiltrate". Device remained implanted. The patient was treated with anti-inflammatory drugs to control the inflammatory process.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Continued e.1 phone number: +(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: peri-implant fluid.

Event description:
.Healthcare professional reported left side "fluid collection", "pain", increase in volume, hardeness, diffuse and regular thickening of the fibrous capsule, calcification. Immunohistochemical testing indicated no malignancy. Device remains implanted.

Event description:
Healthcare professional reported left side "fluid collection", "pain", increase in volume, hardeness, diffuse and regular thickening of the fibrous capsule, calcification. Immunohistochemical testing indicated no malignancy. Device remains implanted. Patient representative later reported inflammatory infiltrate.